Manufacturer narrative:
Additional information was received that noted the initial reported MDR 9710602-2017-00236 was filed in error as it was a duplicate of MDR 9710602-2017-00233.

Manufacturer narrative:
Replace gas inlet valve to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout. The unit showed ventilator error. There was no reported patient involvement.